Event description:
Product analysis for the lead was completed and approved on (B)(6) 2015. Analysis showed that other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Product analysis for the generator was completed and approved on (B)(6) 2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The final electrical test showed an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently stated that the incorrect explant date of (B)(6). Corrected to (B)(6).

Event description:
It was reported that the vns patient was having of issues with his left arm and wrist and wanted his device repositioned. The patient noted feeling an electrical sensation at the generator site. Clinic notes were received indicating that the patient¿s generator was protruding and causing pain. Follow-up revealed that surgery was being performed for patient comfort. The patient¿s protrusion and pain were attributed to the initial placement of the device. The patient underwent surgery on (B)(6) 2014. The impedance value (3389 ohms) was within normal limits but the surgeon felt the value was too high. During the procedure, the patient also reported having cardiac pain. The surgeon was concerned that the lead may have not been implanted on the correct nerve, so a both the generator and lead were replaced at the time. The explanted devices have not been returned to date.

Event description:
The lead and generator were explanted (B)(6) 2014. The explanted generator and lead were received for analysis on 12/29/2014. Product analysis is still underway and has not yet been completed.